Manufacturer narrative:
There have been no reports of further complications regarding this event.

Event description:
It was reported to nevro that the patient developed pain and balance issues after a rfa procedure. Nevro attempted to obtain additional information regarding the nature of the procedure and symptoms but was unsuccessful. The patient is recovering and there have been no reports of further complications regarding this event.